Event description:
A malfunction was reported on the customer's pump, showing a malfunction code labeled malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.